Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 31-jan-2018 with the following findings: power on reset events were noted in the black box. On investigation, intermittent power was duplicated due to the inability of the battery cap to secure to the pump because of stripped threads on the cap. A test cap was able to secure to the pump and maintained electrical connection. The pump was exercised for 24 hours without power with the test cap in place. The battery compartment was confirmed to be cracked. Investigation duplicated the complaint. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the threads of the battery cap and battery compartment were stripped and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.